Event description:
A certified ophthalmic assistant at the user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The incision was enlarged to accommodate removal of the iol.